Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the pt experienced diarrhea and the patient's pd catheter came in contact with the diarrhea. The pd catheter became contaminated with diarrhea (further details not provided). On an unknown date, the patient experienced peritonitis. One month prior to the receipt of this report, the pt was hospitalized for peritonitis for two days. On the same day as being admitted to the hospital, the pt began treatment with an unknown antibiotic intravenously (IV) and intraperitoneally (ip). Four days after being discharged, the pt was re-admitted to the hospital for three days for the peritonitis. On an unreported date the pt recovered from the diarrhea and peritonitis. At the time of this report dianeal and extraneal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.